Event description:
The physician was performing a percutaneous transluminal angioplasty (pta) and stenting, when the hub of the cypher (B)(4) stent was noted broken. The hub was broken during inflation. The anomaly was noted after the stent was positioned. The adverse event is to be decided. There was also resistance encountered while advancing the product to the lesion. There were no noted anomalies when the device was taken out of the package. The device was prepped according to the IFU. There were no anomalies noted during or after the device preparation. The device was used in the pt. The target lesion was the right coronary artery (rca). The lesion was moderately calcified, severely tortuous, moderately angulated, 90% stenosed, no chronic total occlusion. The device was not torque or steered by the hub. The device was noted advanced with the indeflator connected to the hub. There were no noted anomalies after the device was delivered to the lesion. There were no anomalies noted while pulling negative pressure. There were no anomalies noted while deflating the device. The device was removed from the pt without complication. There was no resistance met while withdrawing the device.

Manufacturer narrative:
This product has been received; however, analysis has not begun. Add'l info will be provided within 30 days of receipt. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of the lot revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. Three units were rejected during the final assembly of this lot. The device history record (DHR) review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. An excursion was found record process to hold step (B)(4)was open since ppm limit for damaged luer hub was exceeded. No action has been taken since a defined root cause does not exist. However, there are controls in place to prevent this type of defect given that 100% of product is visually inspected and tested for leakage; reason why it was considered that an adverse impact in the product did not exist. Applicable subassembly lots were reviewed. No other issues were noted that were considered potentially related to the reported complaint. The parameters of the luer hub molding were reviewed and they were found within specification requirements.